Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer was hospitalized; details and nature of hospitalization were not provided. The customer declined to provide further information regarding the event. Reportedly, the customer reverted to an alternate method of insulin therapy.